Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed the paddle test portion of the operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The equipment was evaluated by the customer. It was determined that the paddles and the battery needed replacement. The customer was provided a quote for replacement parts. The device remains at the customer site and no further evaluation is warranted at this time.